Event description:
It was reported that during setup, the nim vital 4 channel patient interface was missing the blue strain relief insert and the wired and wireless communication to the nim console was inoperative. The issue was not resolved by troubleshooting. The backup device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, product description : patient interface nim4cpb1 nim 4.0, serial/lot #: (B)(6), UDI#: (B)(4). H6: fdd a0401, fdm b17, fdr c20, img g02005, and fdc d16 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.